Event description:
The facility reported that during a recent procedure the exacto snare broke and shavings from the catheter fell into pt. The shavings were successfully removed using a forceps and no pt injury occurred.

Manufacturer narrative:
After receiving the device from the facility, it was determined that the snare itself was functional. The loop was completely intact and had form characteristic of a well made production unit. It was concluded that there is the possibility that a poor weld caused the wire of the loop to fray where it was welded, thereby allowing the wire to scrape the inside of the catheter. The material removed from the pt with the forceps was apparently polyethylene scraped from the inside portion of the catheter. The catheter distal tip was pristine with no chipping and had a characteristic production chamfer. A review of our complaint database reveals no other reported complaints for the lot number of this product. Product trending analysis does not indicate any evidence of a systemic issue. The root cause of this incident is still under investigation. The company will continue to trend complaints for this issue.